Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 30mar2023, it was stated that the were not able to continue troubleshooting currently. They also confirmed that the parts ordered so far had not resolved the issue. In a gfe response from the customer received on 14jun2023, it was confirmed that the customer was still waiting on the backordered user interface (ui) printed circuit board assembly (pcba). The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered ui pcba aligns with the recommended repair of the reported malfunction per the service manual and previously attempted troubleshooting steps. When the part become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was blank. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer reported to the remote service engineer (rse) that the v60 device display was blank while the unit was on. The rse provided to the customer the part information for a replacement liquid crystal display (lcd) assembly. In a subsequent remote service, the customer confirmed that the lcd display was replaced and all leds on the front panel were illuminated with red flashing lights, but the display problem persisted. The customer stated that all connections from the display to the power management (pm) printed circuit board assembly (pcba) were good and that there were 0 volts at the pm pcba connector wires when there should be 24v direct current (dc). The customer was advised to verify 120v alternating current (ac) going into the power supply, and to replace the power supply to correct the issue. If the problem persisted after power supply replacement, then it was advised to replace the pm pcba as well. This investigation is ongoing.